Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was not being detected on the bus. The field service engineer (fse) powered off the device, replaced the control board, and then powered the device back on, restoring proper detection of the drawer. The system functioned after the field service engineer repaired the device.